Event description:
Procedure: gastrectomy. According to the reporter: the patient suffered a fistula 24 hours after operation; due to peritonitis, the patient was re-operated; it was observed that the staple line did not hold. Additional patient progress detail has been sought. The device has not been returned for evaluation.